Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after deployment of the stent, the surgeon was trying to retrieve the stent. There was a "click" sound when retrieving the stent. Then the wire was stretched and there was huge resistance. The microcatheter was pulled out with the stent. After that, the surgeon injected water into the microcatheter through the proximal end and the stent was pushed out and it was broken. There was resistance during retrieval. The patient was undergoing surgery for treatment of ischemic stroke.

Manufacturer narrative:
H3: product analysis of sfr-4-20, lotno:b567123 ¿ damage location details: the solitaire fr stent pushwire was found broken at ~3.0cm from the stent¿s proximal marker. The stent¿s proximal marker and non-working and working length struts were found to be in good condition. ¿ testing/analysis: the broken solitaire fr stent pushwire was sent out for sem failure analysis. Per the sem report, the broken end failed via tensile overload with evidence of torsional loading in the necking region. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿separation¿ reports were confirmed. The solitaire fr stent pushwire broke due to tensile overload, so it is likely that the pusher separated when it was retrieved against resistance. Possible causes of ¿resistance during retrieval¿ include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, or a continuous flush not maintained. Information regarding patient vessel tortuosity or whether a continuous flush was maintained was not reported; therefore, these could not be ruled out as potential causes. The phenom 21 catheter used in the event was not returned. Therefore, an analysis could not be performed, and ¿catheter damage¿ could not be ruled out as a potential cause. As indicated in the IFU (instructions for use), ¿solitaire¿ fr revascularization device with the sfr-4-15 and sfr-4-20 reference numbers should be introduced only through a size ¿18¿ microcatheter with a minimum inside diameter of 0.021 inches.¿ the phenom 21 catheter has a labeled inner diameter of 0.021¿; therefore, was found compatible with the solitaire fr device. The cause of the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the click sound was associated with the stent breaking. The report of the wire was stretched was referring to the solitaire. The resistance in the catheter was distal.